Event description:
The caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller attempted to resolve the issue by loading a new cartridge on the pump, following instructions to clean the pneumatic tap area, and removing the pump from its case. The issue was successfully resolved after these actions, and the case was closed by technical support.